Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 3889-28 lot# v006090, implanted: 2006 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 309510 lot# serial# (B)(4), implanted: 2006 (B)(6), explanted: 2013 (B)(6), product type extension product ID: 3031a lot# serial# (B)(4), implanted: 2006 (B)(6), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the cause of the event was a patient fall at work in (B)(6) 2012. It was noted that on (B)(6) 2012 that all impedances were measured to be abnormal. It was noted that on (B)(6) 2013 that the leads and implantable neurostimulator (ins) were replaced. It was noted that the patient did not require hospitalization due to the event.

Event description:
It was reported that the patient's system was removed and replaced. Battery depletion was noted to be normal. However, high impedance on the lead was reported. There were no patient symptoms related to this event. If additional information becomes available, a follow-up report will be submitted.